Manufacturer narrative:
Evaluation summary: the sample was received for evaluation and investigation. The information contained herein is based on the information provided by the initial reporter and the evaluation of the sample. Although requested, no specific information such as fill volume, date and time of filling, date and time of infusion initiation or stopping data was received. No adverse event was reported. Five empty to partially full pumps were received for evaluation and investigation. Three of the pumps had dry medication in the distal luer. All three luers were cleaned to try and displace the dry medication. Two distal luers were totally occluded, and could not be cleared. The testing of the remaining three units found two of the pumps to flow within specification and one was 0.36ml above specification. Further evaluation is being conducted to determine the root cause. In addition, retain samples from lot 722182 were tested. The pumps were filled with normal saline solution to the nominal fill volume of 270ml and a flow rate accuracy test was performed. The flow accuracy test results were found to be within nominal limits. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Flow rate too fast.